Event description:
(B)(4). The consumer reported that the implant came out of the pouch/pocket and poked out of her back. The patient was able to see the outline due to weight fluctuation. The patient spoke with a surgeon and since the implant worked okay decided not to pursue a revision. The indications for use were post laminectomy pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.